Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20033156 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 2ss cv had a slit below the pump and leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch #: 20033156. It was reported a leakage and small slit below pump. Alaris IV primary tubing was found to have a leak while medication was infusing. Tubing discarded, but nurse reported leak from small slit below pump.